Event description:
Philips received report from customer biomed during routine periodic maintenance (pm), it was identified the device malfunctioned where the blower failed to spin upon power-on. No patient or user impact occurred as the device was not in clinical use at the time of observation. The malfunction was confirmed via a blower test. A follow up was performed with the se, and it was reported that the blower is expected to spin during start up. What was meant by the blower test, was the blower was not spinning during start up. Initial analysis identified a faulty blower assembly as the most likely cause. The blower assembly was replaced to restore functionality. If/when the faulty part is returned to the manufacturer it will undergo further failure investigation and a follow up submission will be submitted. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes.